Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have changed the reservoir and infusion set, yet issue has continued. Advised customer to change reservoir and set. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 564 mg/dl at time of reporting. Nothing further reported.